Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter and a stopcock. The balloon was loosely folded. There was blood and contrast in the lumen and balloon of the device. There were numerous kinks in the hypotube. An inflation device filled with water was attached to the hub of the device. When pressure was applies, water was found streaming from the balloon. Microscopic inspection revealed a longitudinal burst 2mm long, at the distal end of the balloon. Microscopic inspection of the markerband found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a guidewire crossed the lesion, a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on the second inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another of the same balloon catheter. No patient complications were reported and the patient's status was good.